Manufacturer narrative:
Since the beginning of (B)(6) 2018, the patient has experienced peritoneal infection repeatedly. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal infection, reported as 'repeatedly'. The cause was due to fungal infection. On an unreported date, the patient was hospitalized for the event and was treated with vancomycin and gentamicin (doses, routes and frequency not reported). At the time of this report, the patient was still hospitalized and has not recovered from the event. On an unreported date, pd therapy was discontinued. No additional information could be provided because the reporter declined follow-up.